Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level between 60-65 (mg/dl). Customer consumed juice with the assistance of their spouse to treat their bg level. Recommendation was made to consult with health care provider to discuss diabetes management.

Manufacturer narrative:
Review of pump data by quality engineering: pump data did not show any low blood glucose (bg) levels recorded on the event date. Three boluses were requested and delivered throughout the day without the entry of a bg level. The first bolus requested was for 0.22 units of insulin at 1:12 am. At 1:11 pm, the pump recorded an auto-off alarm which stopped all insulin delivery. The alarm was cleared at 1:14 pm and insulin delivery was resumed. A 10 unit bolus was requested and delivered at 1:18 pm. The final bolus requested was for 0.22 units at 10:02 pm. The customer did not enter bg levels when requesting boluses, which could lead to a low bg level. The insulin pump operated within specification, and there is no evidence that the pump malfunctioned or experienced a failure.